Event description:
During a standard dental treatment, the handpiece heated up. It was first reported that the pt has been burned, but when we talked to the dental office it was stated that nobody was injured. Dental office does not recall name of the pt, hence no more data are available.

Manufacturer narrative:
During the analysis it was found that black gritty residue has been inside the handpiece. This is the abrasion from the moving parts, e.g. The bearings and is the result of the normal wear process. The residue and the worn parts caused the head to heat up. The user instruction request a visual and functional test prior to each treatment to ensure that the handpiece is running within spec. Reported due to the 2 years presumption rule.